Event description:
It was reported that the healthcare provider (hcp) scheduled a spinal cord stimulator (scs) explant and they were going to start a pump trial. It was further reported that the patient had their entire system explanted on (B)(6) 2014. It was noted the patient had the device implanted in 2006 but hadn¿t used the device since 2007 because there was not enough efficacy to the patient¿s foot. It was also noted that the system was implanted in 2008. She tried to get coverage after implant but it wasn¿t good enough so she stopped using it all together. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. (B)(4).